Event description:
Multiple alarms during pm which required replacement of parts.

Manufacturer narrative:
Fluid ingress on siderail - damaged board. Replaced board to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.